Manufacturer narrative:
(B)(4).

Event description:
Reported by the complainant as follows: electrodes have poor conductance, high noise, static susceptible, poor signal, disconnects from disk below, gel pad missing or on sticky outer disk.